Manufacturer narrative:
(B)(4). Only month and year known, assumed 1st day of month (october 2015) that complaint was reported.

Event description:
It was reported that the initial gastric bypass procedure was performed and there were no issues with the device or staple line, no patient consequence. While the patient was still admitted a leak was detected, unknown how the leak was detected but the patient was taken back into the operating room. During the scoping process it was noticed that there was bleeding at the small bowel. It is unknown what caused the bleeding. The surgeon sutured the small bowel to control the bleeding. Unknown amount of bleeding, no transfusion was required. The patient is stable. The device was discarded.

Manufacturer narrative:
(B)(4).additional information requested and received: what was the cartridge selection throughout the procedure? For the jj white . Then grey. Was buttressing used? No. Were there any device performance issues or issues with staple formation? Staple line seemed adequate. How was the leak detected? Post op/ during hospital stay / how UK. How was the bleeding detected? Was the bleeding gj, jj or in the pouch? Jj / leak. Was the bleeding intraluminal or intra-abdominal?UK. Where was the exact site for the leak?leak at jj. Where was the exact site for the bleed? UK.